Event description:
It was reported that on (B)(6) 2026, a patient presented with garde 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was unable to cross the septum after trans-septal puncture due to thick septum with fibrous tissue. Ballooning of the septum was attempted to dilate the transeptal access site but was unsuccessful. Stiffer wire was also used to support the guide but was unsuccessful. Physician decided to discontinue the procedure. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to advance past the septum appears to be related to challenging patient anatomy (thick septum with fibrous tissue). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.